Manufacturer narrative:
Concomitant medical products: 3889-28 interstim urinary mgu lead implanted on (B)(6)2009. 3058 interstim urinary mgu ipg implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted that there was lead vegetation. The implantable pulse generator (ipg) system was removed and later replaced by a leadless ipg. No further patient complications have been reported as a result of this event.